Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book and a big arrow image. The customer's blood glucose value was unknown. The customer stated that she tried to rewind the insulin pump and also changed the battery but the insulin pump was not rewinding or doing anything but gave alerts and kept seeing open book image. The customer stated that she was at the beach and she did get in the water with the insulin pump but she was under the impression the insulin pump was water resistant. Troubleshooting was done. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.